Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. When passing through the tissue, the needle pulled off the suture. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the returned opened sample comprised a labelled winding former with the suture material still wound in the former plus a detached needle.microscopic examination of the needle and suture end revealed that the suture material appeared to have cleanly detached from the bore of the needle.as no unopened samples were returned for evaluation, it was not possible to conduct any testing.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.